Event description:
The customer reported that on (B)(4) 2012 no value rubella immunoglobulin g (igg) low level quality control results with instrument generated flags were generated on an access 2 immunoassay system. The instrument generated flags were indeterminate flags which are indicative of results that cannot be distinguished from a system failure. There were no patient results reported outside of the laboratory in association with this event. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No specific patient information or actual patient results were provided by the customer.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Assessment of customer performance data indicated that the active, in-use calibration's s0 calibrator relative light units (rlus) were significantly higher than the relative light units (rlus) associated with the no value quality control results with indeterminate flags, as well as beckman coulter inc. In-house release data. Beckman coulter inc. Advised the customer to recalibrate the rubella igg assay to attempt to lower the rlus. The cause of this event is unknown and could not be determined based on the supplied information